Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management,¿ also lists thromboembolism as a potential late postimplant complication. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding, thromboembolism, and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This document also warns the user that moderate to severe ai must be corrected at the time of device implant, if not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and had washout and sternal closure on (B)(6) 2021. The pump parameters were stable. There were no alarms. Mean arterial pressures (maps) were at goal. On (B)(6) 2021 there was suspected left internal capsule/cerebral peduncle cerebrovascular accident (cva) per imaging. Computed tomography (CT) of head on (B)(6) 2021 showed no hemorrhage or mass effect. Equivocal decreased density in posterior limb of left internal capsule and left cerebral peduncle may reflect artifact or an area of infarction. The patient was reported to be febrile on (B)(6) 2021. There was no infectious source identified on pan cultures and imaging. Patient was started on zosyn course. Head CT on (B)(6) 2021 showed new small hypodensities in the subcortical white matter of the right and left frontal lobes may represent acute to subacute lacunar infarctions. No CT evidence of an acute transcortical infarction. No intracranial hemorrhage or mass effect. Computed tomography angiography (cta) on (B)(6) 2021 showed patent vessels per neurology review. Zosyn course was completed (B)(6) 2021. Discharge echocardiogram completed (B)(6) 2021, speed left at 5200 rpm, septum midline, right ventricular (rv) function reduced, more aortic insufficiency (ai) and tricuspid regurgitation (tr) with speed increase. Chronic anticoagulation (ac), lvad goal international normalized ratio (inr) 2.0-3.0. Patient's inr on (B)(6) 2021 was 2.8. Heparin-induced platelet aggregation assay (hipa) was positive and serotonin release assay (sra) negative. Aspirin (asa), coumadin, statin, and therapy services continued. The patient was reported to be afebrile currently, no leukocytosis at present. Plans to follow up as outpatient with neurology when discharged from acute rehabilitation.

Event description:
It was reported that the patient developed heparin-induced thrombocytopenia and thrombosis (hitt) with platelets dropping to 16,000. Anticoagulation (ac) held at the time. On (B)(6) 2021 patient had mental status (ms) change, patient experienced left sided weakness and aphasia. CT scan showed possible posterior limb left internal capsule infarct with no bleed. Patient has since been transitioned to angiomax for ac. Ms, weakness and aphasia improving. Patient febrile with no source identified as of (B)(6) 2021.